Event description:
It was reported that after a training session, the customer experienced hyperglycemia while using the ilet system and received a high glucose alert; troubleshooting included disconnecting from the site, priming to confirm insulin drops, removing the 6 mm, 23" infusion set with a straight cannula observed, and performing a site change, after which a glucometer reading confirmed 375 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued use of the device with education provided. Investigation included customer guidance, confirmation of insulin delivery through the tubing, inspection of the removed infusion set, and site change. Investigation of this case revealed no device malfunction evident based on successful priming and a normal-appearing cannula, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.